Manufacturer narrative:
H3: the pipeline flex shield and the marksman catheter were returned for evaluation within the outer carton; inside of a biohazard bag and a shipping box. The pipeline flex shield appeared to be stuck at the distal segment of the marksman catheter. For further examination, the pipeline flex shield was then pushed out from the catheter lumen with difficulty. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (~0.5846mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. The middle section of the braid appeared to be fully opened and no damage. Bends found on the pusher at 27.0cm to 34.5cm from the proximal end. No damages were found with the tip coil, distal marker, r e-sheathing marker or with the proximal bumper. When compared to the drawings the total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were examined; and no damages were found. The catheter body found to be stretched and accordioned at 21.5cm to 30.5cm from the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel was successfully passed through the catheter hub and tip with no issues; however, the resistance was observed at the damaged locations. Based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the middle section as the middle section of the pipeline flex shield braid appeared to be fully opened and no damage. In addition, the distal and proximal ends of the braid were found fully opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. The pipeline flex shield braid and marksman catheter were co nfirmed to have resistance during delivery as the pipeline flex shield was found stuck at the distal segment of the marksman catheter. The pipeline flex and the marksman catheter appeared damaged. From the damages seen on the catheter body (stretching/accordioning), pusher (bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex shield through the marksman catheter against resistance. It is likely that the severe vessel tortuosity may have contributed to the failure to open and resistance during delivery issues. There was no non-conformance to specifications identified that led to the failure to open and resistance during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-475-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent opened in the distal portion but did not open in the middle section. The physician tried various times to advance but the microcatheter would not progress or go through. The patient was undergoing surgery for an unruptured, fusiform aneurysm with a max diameter of 29mm and a neck diameter of 8mm. It was noted that the vessel tortuosity was severe. No medical or surgical intervention was needed. Dual antiplatelet treatment was administered which showed a level of aas + plavix. Post procedure angiographic results showed the implant was successful. The devices were prepared per the IFU, and a continuous flush was used. There were no related patient symptoms.